Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was sweating while the receiver was showing low. He was unable to check his fingerstick and instead he went straight to the emergency room. When he arrived his dexcom was still reading low. His doctor check his bg and it read 500 mgdl. He was given fast acting insulin. He stay there in the emergency room for 10-12 hrs then he went home and is feeling fine now. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.